Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of a damaged mpu was inconclusive (not determined) as no product was returned for evaluation. The customer reported that the patient¿s mpu fell onto the floor and the unit had cracked into two halves. The customer reported that the damaged mpu did not appear to be working when connected to the controller. Multiple requests for product return, photos of the damaged mpu and additional event information were sent to the customer. The customer did not provide additional information. The specific damage and extent of the damage were not determined in this investigation. The serial number of the mobile power unit (mpu) was not reported. Device build records were not reviewed. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas patient handbook alarms and troubleshooting; power cable disconnected alarm; low battery advisories and the heartmate 3 lvas IFU alarms and troubleshooting; power cable disconnected alarms; low battery advisories. Using the ac external power source (mpu or power module) during extended rest periods is documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. This ensures that the controller alarms can be heard while resting and sleeping. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not provided. Device serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with red heart alarms when switching from batteries to their mobile power unit (mpu). There were no pump stops noted. The patient mentioned that their mpu had been pulled off of a table and dropped multiple times, and that it was now broken in half. There were no issues connecting the patient to the clinic's system monitor and there were no alarms. The patient was instructed to stay on batteries until their mpu could be replaced. The log files were sent in for review and it was noted that there were low voltage advisories on battery power due to normal battery depletion. There were also low voltage hazard events on battery power due to a weak connection between the power leads on the mpu patient cable and the controller power leads.